Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4)

Event description:
Report received from (B)(6).

Manufacturer narrative:
Device used for treatment, not diagnosis.the screws show a slight deformation of the screw head and thread. The threads of all shafts are also worn. Deformation of the heads of the screws appears to have been caused by contact with the threads of the plate. The cortical screw shows usage marks on the surface. The plate shows marks, scratches, and signs of worn threads. Since review of manufacturing records showed no deviation from print specifications, no product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
During a procedure for a distal radius fracture the surgeon repositioning and installed the plate. The surgeon drilled through the bone using a guiding block and quick drill sleeve. A va rocking screw was then inserted through the guiding block in a positioning hole. Each screw was locked. One of the screws penetrated the distal row styloid hole of the plate. The surgeon was unable to remove the screw. The plate was left in the patient and the procedure was completed. This is 1 of 2 reports submitted on this event.